Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was a red x and a chirping alarm on the device with an indicator that it needed servicing. There was no pt involvement.